Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient felt the device was hot and she was experiencing a burning sensation when it was left on for too long while charging. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient felt the device burnt her when it was left on for too long while charging. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).